Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00352. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the blade stopped rotating though the surgeon did not touch the forceps to the blade. The physician increased the camera port incision by 15mm to remove the myoma, and the surgery was completed successfully. Currently, the patient is in stable condition.